Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation has shown that one of the clamps holding the cutting tool in the chuck attachment is broken off. The instrument was manufactured according to the specifications.

Event description:
It was reported that one of the clamps broke off. This is report 1 of 1 for complaint (B)(4).